Event description:
Covidien gia stapler (ref# gia8038s) opened for procedure. When surgeon attempted to staple bowel, stapler did not fire/release staples and cut bowel instead. Surgeon concerned for future bowel leak. Instrument rep called and surgical director notified. Had to urgently find another stapler because the stapler cut and did not release staples.